Event description:
Description: liquid medicine leaked out from near the spike set connected to the infusion bag. The drug added was paclitaxel.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one spike connector along with an IV set was provided to our quality team for investigation. The product was visually inspected. No damage or defects were observed within any of the device components. Functional testing was performed in attempt to recreate the reported event. During these evaluations, we did not observe any leakage at the connection between the c180j spike connector and the IV bag, nor at the connection between the injector and the c180j. A device history review was performed for reported lot 2411716. No deviations or non-conformances were identified during the manufacturing process that could have contributed to this event. Based on our quality team's investigation and given no leakage was identified within the returned product, a root cause related to the manufacturing process cannot be established at this time. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.